Manufacturer narrative:
Catheter model: 8709 accessory kit, serial #: (B)(4), implant date: (B)(6) 2003, explant date: unk.

Event description:
Additional information reported that the patient's catheter was also surgically repositioned, in addition to the previously reported pump repositioning, on 2011-(B)(6). The patient's pump delivered the following medications: bupivacaine at a concentration of 20.0 mg/ml and dosage of 10.593 mg/day; clonidine at a concentration of 1,000.0 mcg/ml and a dosage of 529.7 mcg/day; compounded baclofen at a concentration of 175.0 mcg/ml and a dosage of 92.69 mcg/day; and fentanyl at a concentration of 750.0 mcg/ml and a dosage of 397.24 mcg/day.

Manufacturer narrative:
Catheter model 8709 lot# n286966004 implanted:2011-(B)(6) explanted:na. Corrected the manufacturer name and address. Corrected medical device information. Corrected concomitant medical product information. The initial report was filed as manufacturer report # 3007566237-2011-09078. Additional review indicated the correct manufacturing site was site # 3004209178.

Event description:
The health care provider (hcp) speculated that the patient was a twiddler as the pump continued to flip despite placing the pump subfascially. The hcp believed that the patient was moving the pump with her hands. The pump contained compounded baclofen.

Event description:
It was initially reported that the pump was flipping "in wound". It was later reported that the paitent experienced pain on pump site. On (B)(6) 2011) an examination/palpation showed that the pump had dislodged from sutures. A surgical repositioning of pump was done on 2011-10-05. Patient outcome was noted as resolved without sequelae as of (B)(6) 2011. Drugs delivered via the pump were bupivacaine, clonidine, baclofen, and fentanyl.